Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The noise was able to be reproduced. All other lead measurements were normal. A surgical revision was performed to replace the patient's device, and this lead was surgically abandoned and replaced. It was noted that there was a suspected lead issue as a cause for the noise and oversensing. No additional adverse patient effects.